Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis that was manifested by abdominal pain and cloudy effluent. The cause was unknown. It was reported that the patient was not hospitalized for event. The patient was treated with vancomycin injection ( 1 gram, intraperitoneal and every 5 days), cefoperazone injection ( 1.5 grams, intraperitoneal and frequency was not reported) and amikacin injection (125 mg, intraperitoneal and once daily) for peritonitis. Antibiotic treatment was ongoing. One day after the date of onset, the patient recovered from the abdominal pain. At the time of this report, the patient was recovering from peritonitis and cloudy fluid. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
Additional information: b5 b5: it was reported during follow up that the patient recovered from abdominal pain one day after onset and has also recovered from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.